Event description:
Reporter stated customer received the following results on the active system within 2 minutes: 93 mg/dl (strip lot 24595562) and 339 mg/dl (strip lot 23469334). Results were obtained using different strip lots. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for strip lot 24595562. Reference medwatch with patient identifier (B)(6) for strip lot 23469334.